Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ise indirect na, k for gen.2 (sodium, potassium) on a cobas 8000 ise module. Of the two tests, the sample had an erroneous initial result for potassium that was reported outside of the laboratory to the patient's doctor. The sample initially resulted with a potassium value of 8.75 mmol/l and repeated as 3.88 mmol/l. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date were asked for, but not provided. An ise check was performed on the analyzer. The field service engineer exchanged the sipper nozzle and sipper tube. He performed ise tests and an ise check. The ise check was ok. The customer has had no further issues. The event occurred with only this single sample. A specific root cause could not be determined based on the provided information. Possible root causes include air in the sample channel, leakage current coming from the waste, or an old and/or expired reference electrode.